Event description:
The duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the forceps elevator. The additional evaluation findings are as follows: due to damage on the charged coupled device unit, the image had white dots, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the suction cylinder was shaved, the forceps channel port had a dent, the switch box had a dent, switch #1 had a scratch, and the light guide cover glass had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual from the obtained information. The device was reprocessed by customer, but wiping and drying action was not adequate. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual duodenovideoscope, tjf-q170v operation manual chapter 3 preparation and inspection. The instruction manual duodenovideoscope tjf-q170v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.